Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had air in line. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that the line pulling air noted from the bag to the pump later during infusion.

Manufacturer narrative:
One sample model 10062818 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and an infusion was performed at a rate of 125 ml/hr for one hour. No observation of air in line was observed. The customer complaint could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.